Manufacturer narrative:
Conclusion - customer is only reporting this event and did not request field service or clinical support. Note: all pertinent information available to amo at the time of this report has been submitted.

Event description:
On (B)(6) 2013, customer discovered epithelial defects on patient's both eyes (ou). Device created flaps without incident. Only epithelium was disturbed with small defects ou. Customer indicated that the small defects refers to small abrasions. A bandage contact lens was placed in the patient's eyes for 1 week. No flap lift and rinse was performed. There was no vision "loss" however, vision is 20/30 and will continue to improve as the patient heals. Additional follow-up information was received. Customer reported that the patient is still healing. Pre-op best corrected visual acuity (bcva) was 20/20. The patient is still healing so customer doesn't know the post-op bcva yet because they have not refracted the patient again yet.